Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was difficulty attempting to advance the vizigo across the septum, after gaining transseptal access. The vizigo was removed from the body and upon inspection it was noticed that the very tip of the vizigo had "buckled back on itself." The vizigo was replaced and the issue was resolved. The procedure continued.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was difficulty attempting to advance the vizigo across the septum, after gaining transseptal access. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual and dimensional inspections were performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed. The tip was observed bumped. Subsequently, to identify if there are a resistance issue during the usage of the sheath, a detailed inspection of the tip was performed and no electrodes damaged, bent or detached were observed on the tip. Finally, a dimensional test was performed, and the outer diameters of the device were found within specifications. The bumped condition identified during the investigation could be related to the resistance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. In addition, during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).